Event description:
Pt admitted to emergency room with acute myocardial infarction. Pharmacist was in the ER reconstituting thrombolytic drug "alteplase." 40 ml of a total 100 ml was pushed into an empty 150 ml bag. Pharmacist noted that the bag was leaking from the middle port which was improperly sealed. Dosage was incorrect and drug could no longer be used. Administration of the drug was delayed by 5 - 10 minutes while pharmacist returned to the pharmacy to reconstitute a second vial of the expensive drug. This compromised pt care.